Event description:
It was reported that the coating of the device broke. A 180x35cm fathom 16 was selected for use. A break of the coating at the tip of the device was noted upon opening the device. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the coating of the device broke. A 180x35cm fathom 16 was selected for use. A break of the coating at the tip of the device was noted upon opening the device. The procedure was completed with another of same device. No patient complications were reported. The device was returned for analysis. The catheter shaft was inspected for damage. No damage was noticed on the shaft or the shafts coating. Microscopic evaluation of the tip showed a slight fracture located 1.8cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.